Event description:
Customer reported the panorama central station monitoring displayed a black screen after a power outage, which ma have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit. Customer was provided with a loaner while the display is being returned to the company's repair center.